Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Review of manufacturing event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. No sample available from the customer to investigate. Complaint not confirmed. Root cause unknown. If the device becomes available at a later date this report will be updated. Teleflex will continue to monitor feedback from the customers on issues related to aquapaks are not bubbling during use on water bottle products.

Event description:
Complaint received by phone alleges that the customer "couldn't get the aquapaks to bubble up - has to use 3-4 liters of oxygen in order to get them to bubble up." Alleged issue reported as detected during use. It was reported there was no patient harm. There was no report of necessary medical intervention. Patient condition reported as "fine".